Event description:
During a craniotomy and tumor resection the drill bit broke off during the removal of a bone flap. Two pieces were found and imaging shows a foreign body believed to be add'l piece of the drill bit.